Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer did not open when the user attempted to issue medication. A technical support specialist (tss) reset cubex application and confirmed the user pulled the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank the drawer failed to open when the user attempted to issue the medication (oxycodone 5mg tab). The customer stated that this malfunction occurred while dispensing the medication there were no adverse events or injuries reported based on this event.